Manufacturer narrative:
Device evaluation could not be performed as the device was not returned or made available for identification or evaluation. Device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. A review of the provided medical records and x-rays by a clinical consultant concluded that the shell was placed in a horizontal position during primary surgery and that surgical technique contributed to dislocations and the need for a revision surgery in 2015. Additionally, the photos reveal impingement deformities, as seen on the inner lip of the liner. The investigation concluded that the root cause of the reported dislocations is surgical technique. The shell was placed in a horizontal position during the primary surgery. Not returned to manufacturer.

Event description:
Revision of a primary right hip due to dislocation. Surgeon revised the head and liner for a more stable construct.